Event description:
It was reported the patient had a seizure and was hospitalized. In the hospital they performed a sternal rub and the mother said she felt the hospital thought the patient was faking the seizure. She then said the vns hasn¿t worked right since. The patient had been to her neurologist a few days after that incident, and again about 2 months ago. Each time the doctor did look at the device and said it was ok. He did say at the last appointment the device ¿wasn¿t firing¿. Mom reported patient is now having multiple episodes a day and having behavioral issues with the episode. Patient had a vns generator replacement surgery after this. Device has not been received to date. No other relevant information has been received to date.

Event description:
The explanted generator was received and product analysis is underway.

Event description:
Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator.